Manufacturer narrative:
H3: product analysis found that visually, the device was broken in two pieces when returned. The proximal end of the inner assembly was broken off/separated from the outer assembly. The spiral wrap was expanded passing the proximal end of the outer hub by 0.86 inches. The inner shaft was broken 0.54 inches from the distal end of the inner hub to the broken point. There was no damage noted to the diamond tip or the outer hub. However, the distal (outside diameter) end of the inner hub was deformed. The outside diameter of the inner hub shall measure 0.330 ± 0.002 inches and measured 0.330 inches in the undamaged area and up to 0.361 inch in the deformed area which was out of specification. Functionally, the device failed due to the damaged condition upon return and the inability to load the device into a handpiece. In the returned condition, there was an out of specification condition that was related to the complaint (due to physi cal damage). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that wrong drill bit stuck on handpiece. There was no patient impact. As per the handpiece analysis the bur broken.